Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 3 years 4 months after insertion of essure, the patient experienced procedural pain ("a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping"), alopecia ("hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, alopecia, dyspareunia and procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes confirmed . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including severe pain (understood as pelvic pain) and abnormal heavy bleeding (understood as genital haemorrhage). On (B)(6) 2015, she underwent surgery (hysterectomy with bilateral salpingectomy) and essure was removed. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required via surgical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid disorder. Previously administered products included for an unreported indication: dicyclomine in 2002, levothyroxine in 2002 and cipro. Concurrent conditions included nausea, vomiting, anemia, abdominal adhesions, hydrosalpinx and dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and irritable bowel syndrome ("worsened irritable bowel syndrome"). In (B)(6) 2012, the patient experienced urinary tract infection ("uti"). On (B)(6) 2015, 3 years 5 months after insertion of essure, the patient experienced procedural pain ("a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, alopecia, dyspareunia, procedural pain, menorrhagia and irritable bowel syndrome was resolving and the vaginal haemorrhage, dysmenorrhoea, urinary tract infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, irritable bowel syndrome, menorrhagia, pelvic pain, procedural pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes confirmed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: chronic pelvic pain, dyspareunia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, dysmenorrhea, uti, irritable bowel syndrome, abdominal pain are added. Lab data updated. Concomitant & historical conditions & drugs are added. Product, patient & reporter information updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder. Previously administered products included for pregnancy prevention: mirena iud; for an unreported indication: dicyclomine, levothyroxine and cipro. Concurrent conditions included nausea, vomiting, anemia, abdominal adhesions, hydrosalpinx and dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and irritable bowel syndrome ("worsened irritable bowel syndrome"). In (B)(6) 2012, the patient experienced urinary tract infection ("uti"). On (B)(6) 2015, the patient experienced procedural pain ("a painful post-operative recovery"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), abdominal pain lower ("severe abdominal cramping"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, alopecia, dyspareunia, procedural pain, menorrhagia and irritable bowel syndrome was resolving and the vaginal haemorrhage, dysmenorrhoea, urinary tract infection, abdominal pain and urinary incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, irritable bowel syndrome, menorrhagia, pelvic pain, procedural pain, urinary incontinence, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: full occlusion of fallopian tubes confirmed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: chronic pelvic pain, dyspareunia. Concerning the injuries reported in this case, the following ones were reported via social media : urinary incontinence. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Event : urinary incontinence added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping"), alopecia ("hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the patient experienced procedural pain ("a painful post-operative recovery"). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, alopecia, dyspareunia and procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes confirmed. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including severe pain (understood as pelvic pain) and abnormal heavy bleeding (understood as genital haemorrhage). On (B)(6) 2015, she underwent surgery (hysterectomy with bilateral salpingectomy) and essure was removed. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.